Manufacturer narrative:
Date of event: unknown, not provided. Catalog#: unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI number: a complete UDI # is unknown as product serial number was not provided. If explanted, give date: not applicable, as lens remains implanted. The device is not returning for evaluation as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had sensar lenses in the bag for both eyes (ou) in 2003 that was implanted by another provider, has complains of blurred vision ou for 6 months. His best corrected visual acuity (bcva) was 20/40 and 20/30 compared to 11 months ago 20/20- ou. There was no posterior capsule opacification (pco). The only finding was prominent opacification of the posterior portion of both iol left eye (os) more than right eye (od). No other information was provided. This MDR report pertains to suspect product for the right eye, 21.0 diopter lens. A separate report will be submitted for the suspect product in left eye.